Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. From the incident information, the issue appears to be related to circumstances during the procedure. Vessel trauma is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A dissection would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Moving the guide wire against resistance typically would be required to dissect the vessel and the IFU warns not to move the guide wire against resistance. The root cause appears to be related to use of the device.

Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring attempted medical intervention. Device issue: none. It was reported that after implanting two stents in the left coronary artery, an attempt was made to place the same bmw guide wire in the left circumflex artery, at which time the vessel was dissected. Four attempts were made to treat the dissection with other stents, but the attempts were unsuccessful because the delivery systems became damaged while advancing on another company's guide wire. No additional event or patient information is available.